Event description:
Device was used during a fundoplication. Reportedly, instrument broke and a component disengaged into the pt's cavity. The surgeon was unable to retrieve the component. The hospital has reported no pt injury occurred.